Manufacturer narrative:
Date rec'd by MFR: 27jun2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning; therefore, this was not a reportable event. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement.